Manufacturer narrative:
At the completion of the investigation, based on available information clinical evaluation was able to find substantial evidence to support the following reported events; endoleak type ii of the lumbar pairs, open ligation of lumbar arteries, and aneurysmorrhaphy of abdominal aorta. Additionally there was evidence to reasonably support the following observations; ruptured aorta, aneurysm enlargement, surgical wrapping of aorta for repair of a continued endoleak type ia, and severe blood loss. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the conical neck, as well as the increasing aneurysm sac diameter and changing morphology. No procedure or user related issues were determined. Unable to determine off label product use conditions due to a lack of pre-implant imaging studies. Additionally, the noncompliance to follow up surveillance (cautionary product use) likely contributed to the event. Associated clinical harms for this device failure included: type 1a endoleak, aortic rupture, aneurysm enlargement, severe blood loss, and an additional surgical procedure- wrapping the proximal neck with mesh and sewing the sac around the graft. There was no device related issue involving the type ii endoleak, the cautionary product use condition of patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak and an additional surgical procedure-open ligation of two lumbar pairs. The final patient disposition was discharged to a skilled nursing facility on post-operative day four in stable condition. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient returned for 30 day follow-up where physician noted sac changes due to two large lumbar arteries. On (B)(6) 2017, physician converted the patient to open repair to fix the type 2 endoleak. Physician left graft in place and tied off the lumbar arteries, sewed around the graft and closed up. At the completion of the clinical assessment on (B)(6) 2017, it was discovered that the patient had an unidentified endoleak type ia of the suprarenal cuff. Patient is reported as doing great after the procedure and was discharged on (B)(6) 2017.